Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.